Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was provided with a replacement pump by technical support, who also advised that a backup insulin pump be used to ensure continuous insulin delivery. The customer understood the instructions for placing the old pump into storage mode and returning it to tandem.